Manufacturer narrative:
(B)(4). Batch # p57w01. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire farther. During the hepatectomy, when severing the hepatic pedicle, could not fire farther after fired a half. Open the jaw, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.